Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an inoperable downstream occlusion sensor. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. A review of the event history log found a high alarm silenced: cassette not attached properly appeared multiple times. The device was visually and functionally tested and the customer reported complaint was able to be confirmed through the downstream occlusion test. The cause of the issue was found to be the downstream occlusion sensor. The downstream occlusion sensor was replaced and calibrated. Service history identified that no previous repair has been noted in the last 12 months.